Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no capture at maximum outputs. The lead was observed to have dislodged. The physician reported that the patient does not require pacing and the lv lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that an invasive procedure was performed approximately one month later. This left ventricular (lv) lead was successfully explanted and replaced without incident. No adverse patient effects were reported. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.